Event description:
Report received from the USA stating that the device was "not working" during spine surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.